Event description:
It was reported that an unknown alarm occurred on the homechoice (hc) device at the end of therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the homechoice (hc) was returned and evaluated. The event history log review indicated several alarms in the alarm log. No abnormalities were identified during visual inspection. Functional testing did not duplicate any of the alarms found in the alarm logs. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A device history record review was performed with no issues identified during the manufacture of this device. Although the report of several alarms was confirmed through the event logs, no alarms were able to be duplicated during sample analysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. An event history log review will be performed. If additional relevant information is obtained, a supplemental report will be submitted.